Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (will not power on monitor) was confirmed due to the battery pack tri-cells being mis-matched. As received, the battery was unable to power on a monitor or charge. The root cause of the mis-matched cells was unable to be positively identified. There was no adverse event that resulted from the damaged battery.